Event description:
A malfunction alarm labeled as alarm 20 was reported during the pumping process. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the issue persisted, so the decision was made to replace the pump. The customer will utilize a backup therapy known as mdi to maintain insulin delivery. Instructions were provided to the customer on how to put the pump into storage mode and return it with a pre-paid label.